Event description:
It was reported that the bd ¿ ¿: type official product name/brand name and a short description of what occurred according to the customer. The following information was provided by the initial reporter: nurse was attempting to provide push medication to client in the outpatient infusion clinic. Attempted twice before calling me to room and twice more with me. After properly attaching syringe to most distal smart y site from device, immediate patient side. They could not push product or pull back product from line. Line was infusing on device without issue. Just unable to access and deliver via y site. Attempted y site above pump segment after removal from device. That one worked fine. Replaced tubing and flushed and medication provided to patient without issue. No harm to patient a few minutes delay in non emergent care.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that they could not push product or pull back product from line. One sample and 5 photos were received for quality evaluation. There were no visual abnormalities or damages. The sample was then primed with no issues, however, when a fluid push was attempted on the most distal y-site smartsite, fluid flow could not be established. Further investigation under magnification indicates a possible occlusion inside the smartsite y-site. The customer complaint of flow issues - fluid blockage was confirmed. The investigation was forwarded to manufacturing for root cause investigation. After the investigation, the potential root cause for the issue could be due to the solvent dispenser, an incorrect boding method and possible personnel in training. Corrective actions taken were to replace pins and bushings on the medical solvent dispenser and the bushing will additionally go through a validation step to ensure correct function. A device history record review for model 2420-0007, lot number 25033163 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.